Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that when she enters her blood glucose it gives the wrong amount if insulin recommendation. Customer stated that they told her to go out of auto mode and treat manually and stated that some times it works and other times it is not giving the correct amount of insulin. Customer stated that she shouldn't have to keep going in and out of auto mode and stated that her a1c's are going to be high due to the problems with the pump. The device will be returned for analysis.